Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for incorrect additive quantity with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, the customer's indicated failure mode for incorrect additive quantity was not observed with the retain tubes as all specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® cpttm glass tube with blue/black speckled conventional closure had an incorrect additive quantity. This was observed before use and there was no report of injury or medical interventions.